Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. The pump was also received with moisture damage on the keypad assembly, motor, battery tube, and vibrator assembly. They were unable to perform the displacement test or verify the button error alarm due to the blank display. The pump was received with a cracked reservoir tube lip, a minor scratched lcd window, and a scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that his insulin pump got wet when he fell into a lake. Customer's blood glucose was 280 mg/dl at the time of the incident. Customer stated that the pump was vibrating without an alarm or alert. Customer stated that the pump display went blank immediately after the pump was exposed to moisture. Customer stated that a constant tone was occurring. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.